Event description:
It was reported that the patient experienced increased incontinence with an artificial urinary sphincter (aus). The existing device was removed and a new aus was implanted. No additional information was reported. Upon explant, fluid loss was noted but the source was unknown. No patient complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific confirmed the reported allegations of mechanical issues and fluid loss via product analysis. Loss of fluid in the system would render it non-functional and, therefore, could lead to the reported urinary incontinence. The reported patient symptom is also a known risk associated with ams 800 procedures and is noted as such in the device instructions for use (IFU). DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 800 was thoroughly analyzed. Visual and microscopic inspection of the cuff identified heavy scaling along the top surface of the cuff backing and additional small patches on the outer surface of the adapter component. The cuff was measured and found to be consistent with the reported information. Inspection of the remainder of the device did not reveal any damage or irregularities that would affect the performance of the cuff. The pump component and kink resistant tubing (krt) segments were visually and microscopically inspected but no damage or abnormalities were noted. The balloon was visually and microscopically inspected, revealing scaling and material fatigue in the central portion of the balloon shell and near the adhesive filler between the shell and adapter. During leakage testing of the component, a pinhole leak was found within the center of the scaled patch. The balloon could not be functionally tested due to the identified leak. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 800 IFU. The ams 800 IFU list urinary incontinence as a potential adverse event associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation. The lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced increased incontinence. The existing device was explanted and a new aus was implanted. Upon explant, fluid loss was noted but the source was unknown. No patient complications were reported.